Manufacturer narrative:
Continuation of d10: product ID 3389s-40, lot# va1shu7, implanted: (B)(6) 2018, product type lead. Product ID 3708660, serial# (B)(6), implanted: (B)(6) 2019, product type extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial (B)(6), ubd: 14-mar-2021, UDI#: (B)(4) ; product ID: 3708660, serial (B)(6) , ubd: 09-oct-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that it was reported by the manufacturer representative (rep) that during a dbs programming appointment, the healthcare professional (hcp) notified them that the patient had been experiencing longer than normal charging sessions since their last appointment in (B)(6) 2024. The hcp checked impedance values at the highest level, which indicated a possible fault condition in bipolar impedances only at contacts 10 and 9 on the right gpi lead. Monopolar impedances were all within normal ranges. When the hcp accessed the stimulation tab, the patient was in a charge density threshold exceeded warning at settings of 3.0v/70pw/150hz. The patient mentioned they had experienced an increase in falls. The hcp re-ran impedances at the auto-increase setting, but the issue did not clear. The patient will be sent for imaging to check for damage to the leads, extensions, or battery. To address the issue, the hcp reconfigured the selected contacts and turned off contacts 9 and 10, activating only contacts 8+ and 11-, while leaving pw and hz settings unchanged. At the time of this report, the issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It's unknown whether the increase in falls was related to the device and/or therapy. The cause of high impedance was not determined. Imagining was ordered by managing provider to see if there is damage to the extensions.